Manufacturer narrative:
The lead was capped, with no adverse patient effects reported. As a result, the lead will not be returned for analysis and the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this lead was capped on (B)(6), 2011. The ventricular lead had high lead impedance readings. No adverse patient effects were reported. The lead was actively implanted for approximately 8 years, 2 months.